Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no disposable" alarm. It was reported that the no air was observed in the pump reservoir. . No reported adverse effects or patient injury.